Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The catheter body of the taxus express2 2.5x12mm drug eluting stent, snapped at the wire port. The vessel was not predilated. Another taxus stent was used to complete the procedure. No pt complications were reported.